Manufacturer narrative:
The product was not returned for evaluation, however investigation of the issue confirmed inconsistent sealing of the pouches due to a defective motor. If the packaging of a sterile device is compromised, the device may be contaminated and if not caught before use it could be a source of infection. This report is being submitted as a result of a remediation CAPA to reassess product risks. No further actions will be taken. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the product is partially sealed in the pouch. This issue was discovered before use and no incident or injury was reported.